Event description:
It was reported that the procedure was to treat a mildly calcified 99% stenosis in the superficial femoral artery. The fox sv 4.0 x 100 mm was used for pre-dilatation, but it ruptured at 6 atmospheres, 20 seconds. A fox sv 4.0 x 40 mm was used to continue the procedure. There were no patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Dil cath: fox sv 4.0 x 40mm, 135cm. Guide wire: treasure. Guide cath: destination. The product was not returned for evaluation; therefore, it was not possible to perform a thorough analysis on the fox sv, which may have aided in determining a cause for the reported rupture. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Based on the reported information, the lesion was described as being mildly calcified with 99% stenosis, which likely contributed to the reported rupture. Furthermore, since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. In this case, it may be possible that the balloon material was damaged (scratched) during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot that could have contributed to this report. Although there does not appear to be any indication of a product quality deficiency, without having the fox sv to examine, a definitive cause for the reported balloon rupture could not be determined.